Event description:
It was reported by the patient that when neighbor was using a vacuum the patient started getting chest pains and has experienced this before when playing with a radio. The patient commented ¿has been in and out of the because his device would go out of sync. And something is interfering with the implanted device.¿ the patient was referred to the physician. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.